Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited infection with sepsis. The pacemaker remains in service and was used as temporary pacemaker. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported.